Event description:
It was reported that the user received an ¿unable to proceed¿ message after entering a meal announcement while glucose levels were stable, and troubleshooting was performed by disconnecting the infusion set, priming until drops were observed, confirming fill on the ilet, and reconnecting; no active alerts were present after these steps, and the user was advised to replace all supplies if the alert recurred. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that infusion continuity was restored after re-priming with visible drops and successful system confirmation, with no additional malfunction observed. It was concluded that the device functioned as expected after re-priming and reconnection, and replacement of consumables would be indicated if the alert returned.